Manufacturer narrative:
Concomitant: product ID 8711, lot# j0058171r, implanted: 2001-(B)(6), product type catheter. (B)(4).

Event description:
The patient's first pump had issues and was nothing but problems. The device system initially delivered morphine, then dilaudid, and then fentanyl with bupivacaine. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.